Manufacturer narrative:
A review of the provided x-rays by a clinical consultant indicated that a unspecified trident shell was found to be in malposition in absent anteversion which contributed to overload in the arthroplasty bearing section starting fatigue build-up and ending in fatigue fracture of the stem neck as confirmed by the mar findings. Device remains implanted.

Event description:
It was reported that the patient presented with stem fracture and was revised.